Manufacturer narrative:
The patient date of birth was inadvertently reported as (B)(6) in the initial report. The date of birth has been corrected in the additional report-2.the implant date was inadvertently reported as (B)(6) 2018 in the initial report. The implant date is corrected in the additional report-2.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019. Reportedly therapy was restored post-procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient underwent unrelated surgery (rf ablation of neck). Ipg was unable to communicate after the surgery. Troubleshooting was attempted to no avail. As a result, surgical intervention is pending to address the issue.